Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, the patient presented to the hospital with back pain. Imaging identified an unspecified endoleak with aneurysm enlargement of an unknown amount. It was reported the physician believes the endoleak may have been caused by a glidewire puncturing the trunk at the bifurcation during a heart catheter implant on (B)(6), 2014. The same day, the physician elected to explant the devices and repair the aneurysm surgically. The devices were explanted with no issues, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the patient¿s medications include lipitor, felodipine, symbicort, paroxetine, diovan, potassium, and spiriva.additional devices implanted and involved in the event - pxt281218/05232371 and pxc121200/05417831.

Manufacturer narrative:
Evaluation summary ¿ three gore® excluder® aaa endoprostheses were returned to gore for investigation. The lumen of all device fragments were patent. The luminal surface of the proximal end of the trunk fragment extending to the bifurcation and into the ipsilateral leg had a thick layer of friable, loosely adherent grey tan tissue, and the abluminal surface was generally devoid of tissue except for a small amount of friable pale tan tissue at the bifurcation. At the distal end of one of the contralateral leg fragments, the lumen contained friable pale/tan to dark brown tissue. Histopathological examination of two luminal tissue specimens (one from the trunk, one from a contralateral leg) was performed. Tissues were consistent with blood elements and thrombus, which likely accumulated during the explant procedure. There was no evidence of collagenous organization, inflammation or infection. The devices were not properly stored in a fixative solution for proper preservation of the tissue on and within the devices prior to arrival at gore. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, all devices were examined for material disruptions with the aid of a stereomicroscope. Two holes on the trunk fragment ~ 3 cm from the bifurcation were identified. The holes appeared to be long and irregular in shape with sharp, torn edges. Both holes were consistent with a sharp surgical instrument. No wear related disruptions were identified.